Manufacturer narrative:
The initial MDR 2517506-2021-00334 was filed on 06-dec-2021. Additional information on (06-jan-2022): siemens further investigated the issue and determined that the falsely depressed carbon dioxide (co2) results and the falsely elevated calcium (ca) results were caused by an issue with the sampler, which was corrected by the replacement of the sample 1 (s1) mixer, horizontal belt and probe. The investigation conclusion code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that discordant falsely depressed carbon dioxide (co2) results were obtained on 9 patient samples and falsely elevated calcium (ca) results were obtained on 4 patient samples on a dimension vista 500 instrument. Quality controls within acceptable ranges at the time the discordant results were obtained on patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the instrument was failing the o-mix test. The sample 1 (s1) mixer, horizontal belt and probe were replaced and aligned. The mixer diagnostic align test (mdat) test was run on the s1 mixer and a quick check was performed. The o-mix test was rerun and it recovered acceptably. Precision tests were run for calcium (ca), urea nitrogen blood (bun) and carbon dioxide (co2) which recovered acceptably. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on 9 patient samples and falsely elevated calcium (ca) results were obtained on 4 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. 3 of the 9 patients who obtained falsely depressed carbon dioxide (co2) results were repeated on an alternate dimension vista 500 instrument. The repeat results from the alternate instrument were reported, as the correct results, to the physician(s). 6 of the 9 patients who obtained falsely depressed carbon dioxide (co2) results were repeated on an alternate dimension vista 500 instrument and the original dimension vista 500 instrument. The repeat results from the original dimension vista 500 instrument were reported, as the correct results, to the physician(s). 2 of the 4 patients who obtained falsely elevated calcium (ca) results were repeated on an alternate dimension vista 500 instrument. The repeat results from the alternate dimension vista 500 instrument were reported, as the correct results, to the physician(s). 2 of the 4 patients who obtained falsely elevated calcium (ca) results were repeated on an alternate dimension vista 500 instrument and the original dimension vista 500 instrument. The repeat results from the original dimension vista 500 instrument were reported, as the correct results, to the physician(s). Patients with sample identifiers (B)(6) were also redrawn and tested for blood gas. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 and discordant, falsely elevated ca results.